Manufacturer narrative:
During maintenance, a damaged dc dc board was identified. The device emitted a burnt smell and experienced an unexpected shutdown. No patient was involved. The field service engineer confirmed all reported allegations and replaced the dc dc board (spea 10014610). After replacement, the system operated normally and met specifications. A risk review confirmed that device - smoking is included in the product risk documentation and falls within the expected risk profile. Investigation determined the cause as an expected/random component failure. No design or manufacturing issues were identified. Post market monitoring for trends continues through standard processes.

Event description:
It was reported that during maintenance a damaged card was identified, which caused a burnt smell when the device was powered on. The device also suddenly crashed during service activities. No patient was involved.

Event description:
It was reported that during maintenance a damaged card was identified, which caused a burnt smell when the device was powered on. The device also suddenly crashed during service activities. No patient was involved.